Event description:
Part of luer lock broke off in hub of central line. Unable to remove. Central venous line had to be replaced. Broke when attempting to unscrew with hand. MFR was notified of event via phone on 11/8/96. Pt had no problems or complication except that central venous line (cvl) had to be removed and another line inserted due to the broken plasting in hub of cvl connector port.